Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2026 the clinician placed the cannula, and when the infusion port was inserted to seal the tubing, it was found to be leaking at the yellow butterfly plane wing of the infusion port needle, but the phenomenon was not found when the infusion port needle was in the pre-flush tubing. Immediately replaced the new implanted port cannula, the new implanted port needle for the same company different models of products. Because the patient's implanted port is deeper, the infusion port needle used at the beginning was longer, and it was found that the long needle was inserted with a long cut and the long needle had leakage, and then it was replaced with a short needle, and it was found that it was also ok. No further information was provided.